Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/29/2019. The field service engineer (fse) evaluated the device. Fse unable to duplicate the reported problem. The device passed est. There were no parts replaced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device failed extended self-test (est). No patient involvement was reported.